Event description:
On 1/8/97 pt was being transferred from bed to chair when bed moved and nursing assistants had to lower the pt to the floor. No injuries seen or complaints of pain at that time. Pt became ill on 1/9/97 and broke out in a rash from what may have been an allergic reaction to an antibiotic. On 1/10/97 pt was sent to ER by 911 due to shortness of breath, temp, rash over entire body, complaints of nausea and some vomiting. On 1/11/97 husband informed facility that pt had died. The pt's husband stated she had a fractured right humerus which he feels is due to the nursing assistants lowering the pt to the floor on 1/8/97. This is still in dispute. Reason for report is due to the bed moving. When investigating this incident it was felt that pt had new electric bed and that the nursing assistants were soley at fault by not putting the bed in the locking position, but after further investigation it was determined that pt had old bed. Facility does not know which exact set of wheels were actually on bed. Facility also did not know about the fractured arm. The physician has stated that the death was due to the complication of breast cancer, primarily sepsis and that the fractured arm was inconsequential and not the cause of her death.